Event description:
The customer received a questionable creatinine result on their cobas c701. The customer provided data for one patient with discrepant results reported outside the laboratory. The patient's initial creatinine result was 1.02 mg/dl. The repeat result from (B)(6) 2011 was 0.83 mg/dl. The customer considers the repeat result was correct and it was issued as a corrected report. The customer declined to provide any information on the patient#s condition. The field service representative could not determine the cause of the event. He checked the analyzer. Precision testing was performed with results meeting the laboratory's specification.

Manufacturer narrative:
Upon further investigation, it was determined the modular preanalytics system (mpa) aliquoted the sample around three hours before the specific sample cup was tested. The c701 experienced an issue with the module sample buffer, which stalled the sample from testing. It is unclear where the sample sat during this time, however, sample evaporation effect can be assumed to be the cause of this event. A value of 1.02 mg/dl at the upper normal range (for men) or slightly elevated (for women) was tested that would cause only further diagnostic testing and examinations. No treatment would be performed on the basis of this value without additional disorder, such as hyperpotassemia. Patient information was requested but not provided. No adverse event was reported. A medical risk is not likely.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.